Event description:
Per the independent repair center, the customer alleged problem is the unit will not start. The key failure is the power switch has a short circuit. Associated malfunctions for this device: pilot valve leaking, intake and cabinet filter missing.